Event description:
During arthroscopy procedure staff observed that a small piece at the tip of the device (approx. 2mm metal plate - "turbovac screen") was missing. The surgical site was surveyed with fluoroscopy assistance and tip of device was not visualized. The procedure continued without further incident and no harm to the pt.